Event description:
It was reported that after the implantation of a new dual chamber defibrillator and right atrial (ra) pace/sense lead, pauses in the pacing of the pacemaker dependent patient were noted. Advice on how to interpret the data was requested. The system is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.